Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
Customer reported the system will not power up. No patient injury was reported.